Manufacturer narrative:
Additional information: the reported error message was confirmed. A basic signal acquisition/quality test which included the surface ECG, baseline, amplitude and stimulus switching were performed but no signal was displayed due to a non-functional ECG bio amplifier card. The card was temporarily replaced with a test standard card and normal signal display was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the evaluation performed, the cause for the error message and subsequent procedure cancellation was due to non-functional ECG bio amplifier card.

Event description:
During a supraventricular tachycardia procedure, the claris displayed flat lines with the error message, "data rate error" and the procedure was cancelled. The system was restarted, the connections and settings were verified but the procedure was rescheduled for the following day. The patient was prepared with catheters inserted. There were no adverse consequences to the patient due to the cancellation.